Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (20 mg/ml at 6.59 mg/day) and clonidine (300 mcg/ml at 98.85 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported the patient was showing signs of morphine overdose. The doctor instructed the representative to reduce the pump to minimal rate. The print out showed no motor stalls or change. The last refill was (B)(6) 2016. The patient wasn't showing symptoms until (B)(6) 2016. It was unknown if the issue was resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' It was unknown if surgical intervention occurred as the representative left after the pump was reduced. It was later reported by the healthcare provider (hcp) that the cause of the morphine overdose was determined to be renal failure. The morphine overdose had been resolved. If additional information is received, a follow-up report will be sent.